Manufacturer narrative:
Device evaluation details: the device was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. Visual inspection and screening test of the returned device were performed following bwi procedures. Visual analysis revealed the pebax had a hole and foreign reddish material was observed inside. A screening test was performed and the device was recognized correctly; however, force exceeded 3 grams, presumably due to the pebax condition found. A manufacturing record evaluation was performed for the finished device 30917139l number, and no internal action related to the malfunction were identified. The root cause of the high force readings during product investigation could be related to the reddish material found at the pebax. The root cause of the reddish material is the hole condition found at the sleeve if the device. It should be noted that product failure is multifactorial. The instructions for use contain the following recommendations: the force sensor of the device is disconnected. If the problem persists, replace the device cable or the device. No other damages that might have contributed to the reported failure were observed. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter for which biosense webster¿s product analysis lab (pal) identified a hole on the pebax. It was initially reported by the customer that when applying rf energy to the thermocool® smart touch® sf bi-directional navigation catheter they got high force readings. Changing out the catheter resolved the issue and the procedure was continued and subsequently completed. There was no patient consequence. The customer¿s reported high force issue is not considered to be MDR reportable since the potential risk that it could cause or contribute to a serious injury or death to the operator or patient is remote. On (B)(6) 2022, the bwi pal revealed that a visual inspection of the returned device found the pebax had a hole and foreign reddish material was observed inside. These findings were reviewed and the issue of a hole in the pebax was assessed as an MDR reportable malfunction sine the integrity of the device was compromised.